Event description:
Customer feedback: wetested negative with a pcr this week but tested positive with your test even though we took them all.

Manufacturer narrative:
Corresponding to the production batch of product retention samples (lot:221co20220) , the test was pass. Unable to determine if the patient had followed the instructions for use as instructed; if not, potentially contributed to the false negative outcome.